Event description:
On (B)(6) 2012, a doctor reported a connection issue. The doctor alleged that the patient connector would not connect to the titanium adapter well and there was a gap approximately 3mm wide observed. After the first transfer set (lot# h12f11067), the doctor tried a second one (lot# h12e09030). The second set did not connect well either. The doctor tried a third transfer set, and the third set connected properly. The doctor suspected that the problem was only with the first two transfer sets and assumed that the titanium adapter was fine as it functioned properly with the final transfer set. The sample was requested for evaluation. There was patient involvement and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was received and evaluated. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A titanium adapater was hand-tightened onto the transfer set with difficultly noted, confirming the reported problem. The part was within dimensional tolerance and the cause of the tightness is unknown. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional relevant information is received.